Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
At the end of an atrial fibrillation procedure, a left atrial thrombus occurred. The appendage and left atrium were clear at the start of the procedure when checked via ice. Acts were greater than 350 throughout the procedure, and checked every 30 minutes. Both the ablation and the mapping catheters were perfused but IFU standards. The patient was cardioverted mid-procedure, and the thrombus was aspirated through the agilis sheath. The patient is currently in stable condition.